Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The fresh gas control unit was replaced, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed, notifying the user to ventilate manually. There was no report of patient involvement.